Manufacturer narrative:
(B)(4). The mitraclip (cds60713u141) remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second mitraclip (cds60712u295) referenced is filed under a separate medwatch report number.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that after the second mitraclip (lot 60712u295) was deployed, the first mitraclip (lot 60713u141) was noted to have a single leaflet device attachment (slda). The possible contributors to the slda were thought to be a tear on the posterior leaflet or clip interaction between the first and second clips. These contributors to the device issue were suspected, but not confirmed. A third mitraclip was deployed to stabilize the first clip and treat the mitral regurgitation (mr). On the transesophageal echocardiogram, mr was reduced from 4 to 1. The next day, a transthoracic echocardiogram showed an mr grade of trace. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported device damaged by another device (second clip contacting first implanted clip) and single leaflet device attachment (slda) cannot be confirmed. Additionally, a definitive cause for the reported patient effect of tissue damage could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.